Event description:
Since device has been implanted rptr has had constant pain in lower back and legs. He started having stomach problems in 6/94 and nervous problems. He went to the hosp emergency room 4-5 times. He was finally diagnosed with depression and anxiety disorder as well as ulcers. The pain in his back is constant and there is no way to get his mind off of it. The dr who installed this device also inserted a battery and when he released him left the battery in him stating it would not cause a problem and it would be lots of trouble getting it out.